Event description:
It was reported that the patient experienced intermittent stimulation. It was stated that there was "good" impedances at implant, but impedances changed from all being in the 900 ohms range to all being in the 9000 ohms range. It was noted that the patient experienced a loss of stimulation sensation a couple days after the implant. It was stated that the patient will have his implantable neurostimulator (ins) removed. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead product ID 3778-60, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type; lead. Analysis of neurostimulator model 37714, serial # (B)(4), showed no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient's stimulation had been "changing" when pressure was applied to the implantable neurostimulator (ins). Additionally, the patient had been having difficulty getting good coupling for recharging. Impedances prior to the revision for electrodes 13, 14 and 15 were in the 6,000 to 7,000 ohm range. However, stimulation or impedance changes with pocket site pressure could not be duplicated. The reporter indicated that no scar tissue was visible during implant. At the time of the report, the patient was getting a revision done. Intra-operative testing of the leads directly with a multi lead trialing cable (mltc) showed impedances ranging from 600 ohms to 1000 ohms on all contacts on both leads. However, when the leads were connected to the ins, electrodes 13, 14 and 15 had impedances greater than 10,000 ohms. The leads were reversed in the header and all electrode pairs were normal again. It was noted that one of the leads inserted further into the port it was initially inserted in. Eight bars of coupling was obtained with the ins back in the pocket. The reporter indicated that patient sensation was not tested intra-operatively and was going to be tested post-operatively. It was unclear if positional changes made stimulation go "in and out" both before and after the revision. If additional information becomes available, another follow-up report will be submitted.

Event description:
Additional information received reported the patient's device was scheduled to be explanted the following week.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to the complicated nature of this event the complete narrative of the patient¿s issues was provided for clarity. However, this particular manufacture report pertains exclusively to the restore sensor device (serial number (B)(4)), which was the first device the patient had implanted. For information about the second device (restore ultra, serial number (B)(4)) see manufacture manufactures report # 3004209178-2014-09274. (B)(4).

Event description:
Additional information received reported that the patient had a spinal cord stimulator (scs) device implanted on (B)(6) 2013 and explanted on (B)(6) 2013, and a restore ultra rechargeable implanted on (B)(6) 2014. On (B)(6) 2013 it was reported that there was a &#62223;ose wire&#63497;n right buttock with up and down stimulation intensity when the generator moved in the pocket. On (B)(6) 2013 it was noted that there was an intermittent electrical connection failure of the scs system, and inconsistent pain relief. A revision of the scs generator electrode leads attachment was done. It was noted that there was a failure of the scs system and high electrode impedances. The electrodes leads were removed and examined and did not appear to be contaminated. They were reportedly put back in their original locations and still showed high impedance at 3 of the electrodes. This was reportedly tried 3 times with the same result. It was further reported that the health care provider (hcp) placed the lower lead in the upper orifice and the upper lead in the lower orifice; impedances were checked, and it was found that the system was working normally and the patient had stimulation in the appropriate areas of their back. The pocket was enlarged slightly and the original device was placed back in the pocket and 2-0 silk suture was used as an anchor. The pocket was then closed. On (B)(6) 2013 it was noted that the patient had recharging problems prior to the revision and there was a failure of the charging circuitry. On (B)(6) 2013 it was noted that the revision reportedly restored continuous electrical contact with the electrode leads however soon after the patient reportedly developed and inability to properly charge the rechargeable batteries in the implant and it was decided to replace the unit. The device was replaced and it was noted that there was apparent good function of the new scs generator. It was noted that a manufacturer representative checked the impedances and later checked the recharging circuitry and it appeared to be normal. It was later reported that the patient had a headache after lead implant on (B)(6) 2013 and was given tylenol. It was noted that the headache responded to tylenol and was resolved. Hematocrit, hemoglobin, and urea/crea ratio were flagged as "l" on the patient's blood work. It was noted that the patient had fallen 1 time in the 6 months prior to (B)(6) 2013. It was further noted that after the surgery to replace the device the patient&#62688;pain was a 6 out of 10 and was subsiding. It was reported that there was spinal cord stimulator dysfunction and that there was a mechanical complication of a nervous system device, implant, and graft. It was further noted that the mean corpuscular hemoglobin test was flagged as &#62271; on the patient&#62688;blood work. It was reported that the patient had their device replaced on (B)(6)2013 and that the patient was complaining that the stimulation was too high in their body which courses around to the abdomen causing nausea. It was later reported that on (B)(6) 2013 there were no apparent surgical complications. On (B)(6) 2013 x-rays of electrode placement were reportedly reviewed and found no change in positions. It was noted that the patient had a spinal cord stimulator (scs) device placed on (B)(6) 2013; however there were problems with high impedance and it was revised on (B)(6) 2013. Since that time the charging circuitry of the device seemed to be failing and it was elected to replace the generator. It was noted that the patient reported an inability to charge the unit adequately. On (B)(6) 2013 the restore sensor was explanted and replaced with a restore ultra. On (B)(6)2013 the patient's white blood cell count was noted as "h" and their creatinine was noted as "l" on (B)(6) 2013 it was noted that scs leads were removed with tips in tact it was noted on (B)(6)2013 that the patient returned to their health care provider (hcp) office. The patient had a trial stimulator put in and had very good results with it but at the time of the report it was not working. (Other information reasonably suggests that the patient had a permanent implant at this time). The patient was reportedly not able to go to work because of the pain. On (B)(6)2013 it was noted that the patient was still having back pain but it was a different type of back pain. X-ray film demonstrated a very solid fusion and it was noted that they would start the patient on therapy. On (B)(6) 2013 it was noted that the patient had still not gotten adequate relief with their stimulator and that they would probably have to put paddles in. On (B)(6) 2013 it was noted that the patient was doing reasonably well. The patient reportedly had to take pain medicine at night but was back working. It was then noted that the patient had a revision of their spinal cord stimulator on (B)(6) 2013. It was further noted that the pat ient had and spinal cord stimulator (scs) device placed on (B)(6) 2013 and it worked very well but later showed intermittent contact electronically giving inconsistent pain relief. The system was reportedly tested externally and found high impedances with regard to one of the electrodes and it was elected to revise the system. During the revision procedure the lower lead, which had eight electrodes, still showed high impedance at three electrodes. It was noted that the hcp tried three times with the same result. The leads were then cleaned off and the lower lead was placed in the upper orifice and the upper lead was placed in the lower orifice impedances were checked again and it was found that the system was working normally. Condition post procedure was satisfactory.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2014 that the ins implant location was in the lumbar/buttock region. The product installed was dangerous and defective. The leads were not properly connected. The device did not charge and had a defective circuit. The device caused the patient injuries, damage and worsened the chronic pain. This resulted in the patient having to undergo multiple surgeries for an entire year. This event caused and continued to cause the patient great mental, physical and nervous pain and suffering. It was additional reported that the product was defective when it left the control of the device manufacturer. The product at the time of injury was being used in the manner intended and used in the manner that was reasonable foreseeable by the device manufacturer involving a substantial danger not readily apparent. Adequate warnings of the danger were not given. The patient believed that his injuries will result in some permanent disability to him, all to his general damages.

Event description:
Additional information found it was further reported when the patient¿s position changed the stimulation would ¿go off and on because the impedances were going up and down significantly.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.